Event description:
A report was received that the patient's ipg was replaced and moved due to pain at the pocket site. It was the physicians preference to replace the ipg as he did not suspect malfunction.

Event description:
A report was received that the patient's ipg was replaced and moved due to pain at the pocket site. It was the physicians preference to replace the ipg as he did not suspect malfunction.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, photographic, performance, operational and electrical tests performed. The source of the complaint regarding pocket pain could not be determined.